Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and peripheral causalgia. Information was reported that the patient initially stated she wanted assistance to turn her stimulation back on. The patient stated she noticed that her stimulation is off when she went to charge and realized that her ins battery hardly dropped. The patient was assisted with turning their stimulation back on. The patient then stated she noticed her stimulation is more on the left leg and she wanted it on the right leg. The patient stated she had the device for her right leg. The patient is currently on program 1 at 0.1v. The patient was instructed to increase program 1 and the patient stated she is feeling it in the left leg. The patient was then advised to increase program 2 which is at 3.9v and she stated it is still in her left leg. The patient does not have any other programs. It was recommended that the patient follow up with a healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported. The patient called back and stated she noticed the stimulation in her left leg last week. The patient wasn't sure which day, but is was last week ((B)(6) 2019). The patient stated she was fiddling around with her patient programmer (pp) and then it came into her left leg. The patient wanted to know if it's possible to get a new pp because "the one she has is not reading the right side" clarifying that the patient's stimulation is not working on their right side. No further complications were reported. No additional patient symptoms were reported.